Event description:
It was reported that the patient experienced charging issues. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware.